Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. (B)(6).

Event description:
Healthcare professional reported reason for implant removal as left side ¿deflated¿ . The device has been explanted. Manufacturer of the device is unknown.